Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead has pulled back and is not capturing or pacing, the patient experienced some nerve stimulation, and there is an apparent fracture. The lead is still in use. No further patient complications have been reported as a result of this event.